Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "intra-articular 1 g tranexamic acid administration during total knee arthroplasty is safe and effective for the reduction of blood loss and blood transfusion" written by yusuke kamatsuki, shinichi miyazawa, takayuki furumatsu, yuya kodama, tomohito hino, yoshiki okazaki, shin masuda, yuki okazaki, and toshifumi ozaki published by european journal of orthopaedic surgery and traumatology (2019) 29:1737¿1741 https://doi.org/10.1007/s00590-019-02520-5 was reviewed. The article's purpose was to analyze the efficacy and safety profiles of tranexamic acid (txa) administration during tka. Data was compiled and included 86 patients who received primary tka from january 2014 to september 2017. All patients received depuy attune knee construct. Patellar replacements were performed in all patients. Cement manufacturer is not identified. Control group consisted of patients who did not receive txa. The article concludes that use of txa reduces blood loss and blood transfusion without increasing incidence of vte (venous thromboembolic event). Although the article focuses on the performance of a non-depuy product, it is noted that adverse events are listed that may possibly be related to depuy implants and/or procedure of primary tka. This complaint captures those adverse events. The article does not provide adequate information to determine accurate quantities of products involved as a patient can experience more than one adverse event and the article captures number of incidents. The article notes the limitations of the study as this was a retrospective study, preoperative CT scans to detect vtes were not performed, and patients in control group did not have drain clamp time after surgery where the txa group was clamped for 2 hr after txa administration via drain. Depuy products: attune femoral, attune tibial insert, attune tray, attune patella. Adverse events: venous thromboembolic events - dvt, pes (treated with anticoagulants) requirement of blood transfusion post operative.